Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip to address polyethylene liner wear and orif to treat malposition/non-union of the greater trochanter. Date of implantation: ?/?/1996, date of revision: (B)(6) 2020, (left hip). Treatment: revision of femoral head and acetabular liner/orif of greater trochanter.